Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high impedance, oversensing, no capture, and was confirmed to have fractured. The rv lead was explanted and replaced. During the rv lead replacement procedure, the physician had difficulty engaging the set screw to secure the atrial lead back into the header. Upon removal of the grommet the set screw came "flying out". The set screw was placed back into the port however the physician did not want to risk a future set screw issue, therefore the implantable pulse generator (ipg) was also replaced. It was also reported that an x-ray of the system header was examined and no set screw issue was seen. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.